Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging too frequently after they had their programming adjusted in (B)(6) 2017. The patient reported that the new program was using more ¿juice¿ and stated that the ins was not holding a charge as long and it was taking a longer time to charge. The patient reported that the ins battery was depleted and that they were in pain. The patient mentioned that they often use up a full charge in one day. The patient reported that, starting on (B)(6) 2017, they couldn¿t move while charging because the coupling bars drop. It was reported that the ins recharger was ¿very sensitive to movement.¿ the patient reported that from the time they were implanted to (B)(6) 2017 (when they met with a manufacturer representative to get their ins reprogrammed), they were not getting good therapeutic benefit. After that, the patient was getting good therapeutic benefit. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient reset their program from d to b, and their issues with the ins depleting faster, taking longer to recharger, and poor coupling issues were resolved. The patient stated they weighed (B)(6) pounds at the time of the event. No further complications were reported.